Event description:
As reported by the user facility information by bbm sales organization in japan: "catheter torn out" according to the complainant the catheter was placed in the body on (B)(6) 2023, and when the catheter was removed on (B)(6) 2023, it was discovered that the tip was torn out about 6 centimeters (cm) and remained the body. The fragment remained in situ.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Bbaj investigation result 1. Visual inspection the complaint sample (one periduralcath.w/o conn. 20g soft-tip nl) was returned. The returned catheter was inserted to a perif. Cath.con. 2.1 g20/24 nrfit yellow. The perif. Cath.con. 2.1 g20/24 nrfit yellow was connected to a roweepiflow(pc)bulk nl. The returned catheter was torn approximately 6.8 cm from the tip. The torn part had a diagonal shape, as if it had been cut with a sharp knife. There have been complaints in the past where the catheter was torn by the heel of the bulk needle when the catheter was pulled back during the procedure. The shape of the torn part of the complaint sample of this time was similar to the shape of the torn part of the complaint sample of in the past. On the surface of the root of the torn part of the returned catheter, abrasion marks were observed, which were presumed to have been caused by pulling it back. Shape of the torn part of the catheter that was torn by the pull-back operation. The cut end of the torn part is diagonal. Abrasion marks can be seen on the surface near the root of the torn part. 2. Dimension check result: abnormality [measurement of the total length of the catheter] the returned catheter was torn approximately 68.0 mm from the tip. [Catheter outer diameter dimensions] since no thinning occurred in the outer diameter of the torn part of the returned catheter, it is assumed that there is no elongation of the returned catheter. 3. Decision and justification this complaint is considered as not confirmed. From the result of investigation, it is presumed that when the catheter was removed during the procedure, the catheter hit the heel of the cannula of the bulk needle, causing it to tear.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. Visual inspection the complaint sample (one periduralcath.w/o conn. 20g soft-tip nl) was returned. The returned catheter was inserted to a perif. Cath.con. 2.1 g20/24 nrfit yellow. The perif. Cath.con. 2.1 g20/24 nrfit yellow was connected to a roweepiflow(pc)bulk nl. The returned catheter was torn approximately 6.8 cm from the tip. The torn part had a diagonal shape, as if it had been cut with a sharp knife. There have been complaints in the past where the catheter was torn by the heel of the bulk needle when the catheter was pulled back during the procedure. The shape of the torn part of the complaint sample of this time was similar to the shape of the torn part of the complaint sample of in the past. On the surface of the root of the torn part of the returned catheter, abrasion marks were observed, which were presumed to have been caused by pulling it back. (Reference)shape of the torn part of the catheter that was torn by the pull-back operation. Refer to the photo in "24-0001_investigation result approved". The cut end of the torn part is diagonal. Abrasion marks can be seen on the surface near the root of the torn part. 2. Dimension check. Result: abnormality. [Measurement of the total length of the catheter]. The returned catheter was torn approximately 68.0 mm from the tip. (Actual measurements) 960.0 mm. (Standards) 990.0 mm~1070.0 mm. [Catheter outer diameter dimensions]. Since no thinning occurred in the outer diameter of the torn part of the returned catheter, it is assumed that there is no elongation of the returned catheter. (Torn part) 0.851 mm. (End part) 0.852 mm. Equipment(no.): ruler(j-011). Measured by: m. Suzuki. 3. Decision and justification. This complaint is considered as not confirmed. From the result of investigation, it is presumed that when the catheter was removed during the procedure, the catheter hit the heel of the cannula of the bulk needle, causing it to tear. Complaint sample: stored in the washing room. Material no: 8445841. Product name: periduralcath.w/o conn. 20g soft-tip nl. Batch no: unknown. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.